Manufacturer narrative:
Date of report: 04/01/2019. Date rec¿d by MFR: 04/22/2019. Failure analysis on the returned motor controller (mc) board shows that the component failure u10 on the motor controller (mc) pcba created the spi bus failure error codes. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator and the power supply had abnormality. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.